Event description:
This event is deemed reportable based on the allegations in the lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's c-qur mesh product. On or about (B)(6) 2011, plaintiff had a c-qur mesh implanted to repair a hernia. The plaintiff suffered an adverse reaction including but not limited to: inflammatory response, granulomatous formation, abscess and/or seroma onset, infectious propagation, and/or lack of proper ingrowth, and as a result the mesh was surgically removed on or about (B)(6) 2012. Since this is a legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery will fall under the attorney/client and/or work product privilege. However, atrium will supplement this report if additional info comes to its attention.

Manufacturer narrative:
No device evaluation was performed since the device was not returned to the manufacturer. A review of the device history records could not be performed due to the fact that a device model number or lot number was not provided. This report is based upon allegations made in a lawsuit in which atrium medical is named defendant. This report shall not be considered as an admission by atrium medical that the product described in the lawsuit and described herein are or were defective, or that it had any causal relationship to any injuries allegedly suffered by the plaintiff.